Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing revealed that no fault was found with the system. The system then passed the system checkout and was fully functional. Concomitant medical products: product ID: 9733686, serial/lot #: 2.1. Product ID: 9730490, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a navigation device being used in a sacroiliac and thoracolumbar procedure. It was reported that a patient had a revision surgery this week (date not specified) from a previous surgery in (B)(6) 2020 (exact date unknown). The site reported that during the case in (B)(6), they had a green teratracker on a tactile awl probe. In the software they had the green teratracker and the tactile awl selected, but they could not verify. The camera was tracking the instrument. Then, the site claims that they changed the software to be a gold teratracker with the awl and it allowed them to verify. The physical instrument remained the green teratracker with the awl. The site does not even own a gold teratracker. They are alleging that this cause an inaccuracy which resulted in the patient requiring this revision surgery three months later. The site does not know which instrument tray these came out of and does not know what stealthstation was being used. O-arm imaging with automatic registration was used. There was no additional complications reported or anticipated as a result of the event.